Manufacturer narrative:
Covidien reference: (B)(4). The evaluation and repair of the ventilator was completed by a non-medtronic service provider; the service provider reported that the power cord of the compressor was loose. The cord was tightened, which resolved the issue. Medtronic was not authorized to service the ventilator.

Event description:
The customer reported, during setup, an 840 ventilator with an inoperable compressor.

Manufacturer narrative:
(B)(4).

Event description:
There was no adverse effect to the patient.